Event description:
The patient presented with a history of an abdominal aneurysm surgical repair. In the treatment of a thoracic aneurysm, three thoracic excluder devices were successfully implanted including a planned transposition of the left subclavian artery. Spinal cord drainage occurred during the procedure as well as post procedure. The patient's condition was stable following the procedure. Fifty hours post procedure, the patient experienced paraplegia. The clinician believed the prior aneurysm repair may have contributed to the paraplegia.

Manufacturer narrative:
Device left implanted in patient. Device history record review has been conducted. A review of the manufacturing records indicated that all pre-release specifications were met. Please note: the medwatch report is associated with medwatch reports 2017233-2005-00039 and 201723-2005-00040. This report is for the first tag device implanted in the primary procedure.